Event description:
End user reports she developed a red rash area with small blisters.

Manufacturer narrative:
The product associated with batch 3l00278 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was further reported that the end user stated she removes appliance; cleanses with soap and water then, rinses and dries; then she applies nystop powder. It was reported that the end user stated she has been using nystop powder for many years. She went on to report she then sprays dermarite sting free spray and allow sit to dry; then applies eakin slim and wafers. No additional patient/event details have been provided to date. Should additional details have been provided to date. Should additional information become available a follow-up report will be submitted.